Manufacturer narrative:
Concomitant medical products: product ID: 5071-53 lead, implanted: (B)(6) 2005, product ID: 5071-53 lead, implanted: (B)(6) 2005.

Event description:
It was reported that the patient called to report the patient's system was removed due to infection. No further patient complications have been reported as a result of this event.